Event description:
It was reported, the patient had a loss of efficacy due to lead migration. It was stated, the patient¿s lead and implantable neurostimulator (ins) were replaced on (B)(6) 2013 and the event was resolved without sequelae on that date. It was stated reprogramming and system evaluation were done but they did not resolve the issue. It was noted, the x-ray indicated the lead migrated anterior-inferior.

Manufacturer narrative:
Product ID 3889-28, lot# v650984, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3889-28, lot# v650984, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) had low battery life. Interventions included ins replacement at the same time the leads were replaced. There were no signs or symptoms associated with the event. The outcome was resolved without sequelae.

Event description:
Additional information received reported that during the surgical revision for the tined lead, the physician replaced an implantable neurostimulator (ins) due to low life remaining on the battery. Normalcy of the battery depletion was unknown at the time of report. When the device was interrogated on 2013-mar-13 and it showed that the device had been used for 8,703 hours and was on 100% of the time. The device was replaced on 2013-(B)(6). The outcome was resolved.